Event description:
It was reported that patient experienced major mediastinum bleeding, which occurred immediately after implantation. 4 units or more of blood were given to the patient, but less than 8 units. Medication was also administered. There was no anticoagulant therapy at the time of the event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related events have been reported at this time. The current revision of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. A, is currently available. The IFU, ¿introduction¿, lists bleeding as potential adverse events that may be associated with the use of the heartmate 3 lvas. The IFU, ¿patient care and management¿ (under ¿anticoagulation¿), outlines the recommended anticoagulation regimen, including international normalized ratio range, as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.